Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The non-conforming pneumatics module was replaced to resolve the issue. The system was then tested and met all product specifications. The pneumatics module was received and a visual assessment of the returned sample found no obvious non-conformities. The sample was installed into a calibrated system, where the reported event was replicated. Further evaluation found a leak in the component, inject-extract manifold, indicating it to be non-conforming. The system was manufactured on may 23, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a non-conforming pneumatics module. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the vfc was poor during a surgical procedure. The procedure was completed with no patient harm.